Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse changed the height of the dilution tray turntable and reaction tray. The cse did not find any leaks. The cse verified the water was dispensed properly, verified aspiration of detergent and verified dispense volume of wash solutions. The cse ran 90 calcium tests with no outliers. Siemens is investigating the event.

Event description:
Discordant, falsely depressed calcium results were obtained on two patient samples on an advia chemistry xpt instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on the same instrument, resulting higher. The repeat results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium results.

Manufacturer narrative:
The initial MDR 2432235-2017-00066 was filed on january 30, 2017. Additional information (03/09/2017): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the drain pump 2 tubing. The check valves on the horizontal reaction tray detergent pump 2, mixer and probe alignments were performed. The sample probe was replaced and the sample mechanism was lubricated. The siemens customer service engineer (cse) stated the issue was resolved. The cause of the discordant, falsely depressed calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.